Manufacturer narrative:
(B)(4). Date sent: 12/16/2016. Batch # unk.

Event description:
It was reported that during a lap gastric bypass procedure, the staples did not deploy correctly during firing and did not form optimally. The reload was removed, a new one was used and worked correctly so no issues reported with the stapler. There was no adverse consequence to the patient.